Event description:
Staples would not fire to the end of the device & knife would not cut to end of device. Device was being used by senior attending surgeon during thoracotomy & wedge resection procedure who is extremely experienced with it.